Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: damage / broken suction door causing unit to have intermittent operation, confirming complaint. Unit will be sent to long term hold after evaluation. No corrective action is required. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the pump had no suction during a procedure. Customer used a neptune to complete the procedure. Procedure was not prolonged. No patient consequences. Device being returned.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Correction: evaluation statement updated: damage / broken suction door causing unit to have intermittent operation, confirming complaint. Unit will be sent to long term hold after evaluation. No corrective action is required. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.